Event description:
Voluntary medwatch received states the patient's right ventricular lead exhibited failure to capture and high pacing impedance. The lead was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.